Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effects to the patient due to the reported malfunction. This is the second similar report. The first reported on medwatch 1220908-2014-00412.